Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported their internal battery is getting really hot while recharging. Pt stated they are also having to recharge the neurostimulator battery (ins) daily where before they only had to charge every 3 days which all began about 4-5 months ago. Pt added otherwise the spinal cord stimulation (scs) has been wonderful. Pt denied any falls/trauma or changes in therapy settings/usage. Pt did announce they had lost 20 lbs. The area had been aching for a while. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp. Additional information was received from a manufacturer representative (rep). The rep called when they were with pt. Technical services (ts) recommended changing the recharge speed. Rep showed the pt how to change recharge speed. Additional information was received from the pt. Pt called back and stated that the information reported below was wrong and they realized that what's heating up is their recharger paddle (rtm) and relay box. Pt also stated their rtm was getting very hot and only allowing pt to charge to 30% and their controller shut off because controller could not handle the heat. Pt stated the rtm got hotter than hell and burns, patient services (ps) asked, pt clarified no physical harm happened. Ps emailed repair to send pt replacement recharger.